Manufacturer narrative:
H3. Device analysis for the unknown epidural needle found there was a sharp edge on the undercut side of the spoon of the needle. The grind process was missing from the undercut of the spoon. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and functional testing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins). It was reported that the inner cylinder of the puncture needle with its curved tip is quite difficult to remove; when the lead is inserted and operated, the lead sticks. Removing and inserting the inner cylinder many times resolves the difficulty of removing it. There were no known environmental, external, and patient factors that may have caused the event. If the inner cylinder was inserted and removed many times, it was able to be inserted and removed smoothly to some extent. There were no major problems with the procedure as it is, so the procedure was completed. No intervention actions were taken. The issue was resolved at the time of the report. This was reported for both leads. No symptoms were reported. Additional information was received from the rep. Regarding clarification the device are the needles in the lead. The leads have been implanted.

Manufacturer narrative:
Analysis was updated to note that the visual observation of a sharp edge was not defined as a non-conformance as the stylet could be removed for without any issues and there was evidence that the grind process was performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.